Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle retracts prematurely with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that needle retracted while trying to get air out. This issue did not affect patients this time, as the vaccine and defective needles were thrown away.

Manufacturer narrative:
H.6. Investigation: twenty-two 3ml integra syringes with needles attached in fully sealed blister packs from batch 7146779 (p/n 305271) were received and evaluated. No visual defects were observed. All 22 syringes received were tested for leakage and retraction activation force. No leakage was observed. 2 out of 22 were rejectable per product specification for excess force to activate. Potential root cause for the excess activation force defect is associated with the molding process. 60 assembled syringes from current production were tested for activation force with no defects observed as of 3/27/2020. No corrective actions are necessary based on the defective rate identified. Batch 7146779 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use the needle retracts prematurely with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that needle retracted while trying to get air out. This issue did not affect patients this time, as the vaccine and defective needles were thrown away.

Manufacturer narrative:
H.6. Investigation: twenty-two 3ml integra syringes with needles attached in fully sealed blister packs from batch 7146779 (p/n 305271) were received and evaluated. No visual defects were observed. All 22 syringes received were tested for leakage and retraction activation force. No leakage was observed. 2 out of 22 were rejectable per product specification for excess force to activate. Potential root cause for the excess activation force defect is associated with the molding process. 60 assembled syringes from current production were tested for activation force with no defects observed as of 3/27/2020. No corrective actions are necessary based on the defective rate identified. Batch 7146779 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use the needle retracts prematurely with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that needle retracted while trying to get air out. This issue did not affect patients this time, as the vaccine and defective needles were thrown away.